Manufacturer narrative:
No patient information provided as no patient was involved when the reported issue occurred. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system was unresponsive after booting up and being powered on for a short time period. It was reported that rebooting did not restore functionality. There was no patient present when this issue was identified.